Event description:
It was reported that a revision surgery was performed due to the poly was broken. Dr. Replace the poly to a thicker size.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. The root cause of the event remains unknown and the patient impact beyond the reported revision and an expected brief convalescence period cannot be determined. Should additional information be provided, the clinical/medical task may be re-evaluated. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.